Event description:
It was reported that the implant in site unknown was not placed due to dropped implant. No further information provided. Procedure was not completed using another device.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.